Event description:
It was reported that an asymptomatic patient was presented in the clinic for a follow up. The right ventricular lead exhibited post paced t-wave oversensing. The patient did not receive therapy during the oversensing. The provocative testing turned out negative. It was also noted that the patient was undergoing provocative testing for colon; the follow-up monitoring for this patient would be increased to see if this testing was the cause of oversensing. No programming changes were made. No other information was reported.